Manufacturer narrative:
This event was received via a voluntary medwatch report. The report number is (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 9, 2021 that a flexiva ID 365 laser fiber was used in a procedure performed on (B)(6) 2021. During the procedure, the laser fiber stopped working. The fiber connector was noted to be hot. There was no reported burn injury to the user or to the patient. The procedure was completed with another flexiva ID 365 laser fiber. There were no patient complications reported as a result of this event.